Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have ruined their bite and they have difficulty putting their front teeth together to bite. This is a contraindicated patient for impacted teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Additional information provided by patient during follow up. H6 codes added. Health effect: clinical code-unspecified musculoskeletal problem and stomatitis. Medical device problem code: structural problem.